Event description:
Clinical rationale: a 58 year old male with acute myocardial infarction and cardiogenic shock (pre support clinical state consistent with scai stage d) was supported with an impella cp device inserted via the right femoral artery on (B)(6) 2026. The patient experienced access site bleeding and hemolysis during impella cp support, both attributed to the device. Hemolysis did not resolve with blood product administration, however improved after repositioning. The impella device remains in use, and the patient is still on support. The patient was receiving anticoagulation therapy including procedural heparin and a brief cangrelor infusion which may have contributed to the access site oozing.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
This follow-up report is being submitted to document additional information received. D6b has been updated to include the explant date. The patient survived the explant.

Manufacturer narrative:
Corrected information was provided in d1 (brand name). Upon review, it was identified that the section d brand name has now been updated. Corrected information was provided in d3, g1 (manufacturer fax). Upon review, it was identified that it was inadvertently omitted from the initial report. Corrected information was provided in d4 (catalog, serial number). Upon review, the section d catalog number and serial number have now been updated. Corrected information was provided in e3 (initial reporter occupation). Upon review, it was identified that it was inadvertently submitted in error in the initial report. H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. The cause of the hemolysis issue was not determined without returned product investigation and sufficient clinical detail. The cause of the issue was not determined without sufficient clinical detail and returned product information. The cause of the issue was most likely related to use-related factors, as the act was reported to be higher than the recommended range at the time of bleeding, and manual pressure successfully resolved the issue, based on the clinical details.